Event description:
According to the reporter, the patient had a nissen fundoplication for a hiatal hernia in 2009 and a mesh was used. The mesh had perforated in to the patient's stomach causing pain and difficulty eating. Mesh removal surgery had been scheduled, to resect the stomach and repair the hiatal hernia in 2 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.